Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via an 8f sheath. Reportedly, a first prostyle device was successfully pre-placed. Then, when attempting to pre-place a second prostyle device, a cuff miss [suture-retrieval issue] occurred. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to 17f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1 - facility name: graduate school of gastroenterological and general surgery, (B)(6) university (second department of surgery). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.